Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, nothing was pressing up against the button to have triggered the alarm. There was no impact to the customer's blood glucose level. It was indicated that customer was able to resume insulin delivery.